Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it after filling her reservoir. The blood glucose was unknown at the time of the incident. Approximate size of air bubbles is eraser size bubble. Customer stated that she wakes up with high blood glucose and corrected with a bolus from the pump and declined troubleshooting for it. Customer wanted the pump replaced for air bubbles anomaly. The device is not expected to be returned for analysis.